Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.